Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead high out of range pace impedance measurements were noted with several different placements of the lead. It was noted that the helix did not extend as it should. After thirty to fifty turns the helix jumped out but did not fixate well. The lead was attempted to be implanted in the atrium after this lead was inspected on the table outside the body. The helix extended on the table after nineteen turns. Once this lead was attempted to be implanted in the right atrium the helix would not extend after fifty turns. The lead will not be returned as the patient was infectious. No adverse patient effects were reported.